Manufacturer narrative:
No patient involvement reported. (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piece on the corner of a screwdriver shaft was found missing. The screwdriver shaft was discarded. No patient involvement reported. This report is for one (1) cannulated 3.5 mm hexagonal screwdriver shaft. This is report 1 of 1 for (B)(4).